Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint received via cst stated that acetabular reamer is dull. The instrument associated with this report was not returned. A search in the complaint database found similar reports that attributed the root cause to be from heavy usage. However, with no more information and no instrument returned to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Update -device received 3 jan 2020. Examination of the returned instrument confirmed the complaint of dullness. A search of as400 found that 33 pieces with this part/lot were sent into circulation on 12 dec 2017. The root cause can be attributed to wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. It was reported surgeon complained that acetabular reamer is dull. The instrument associated with this report was not returned. A search in the complaint database found similar reports that attributed the root cause to be from heavy usage. However, with no more information and no instrument returned to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon complained that acetabular reamers were dull. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences: no.